Manufacturer narrative:
Correction made to d1: brand name: minicap extended life pd trns (previously submitted as minicap). Additional information: h6 and h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. Functional testing was performed using an in lab patient connector and there were no issues disconnecting from female connector. The reported separation was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of two (2) minicap transfer sets. The dark blue tip started twisting out the end and the patient was unable to disconnect from the line. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.